Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, the dexcom g7 sensor was inserted into the patient¿s arm, a pediatric patient reportedly experienced inaccurate cgm readings. The patient developed multiple symptoms including diarrhea, headaches, severe stomach pain, intense cramps, nausea, and unsuccessful attempts to vomit. The patient¿s mother administered pain relief medications (alvegon and metamizol) and called for emergency medical assistance. Upon evaluation, medical staff suspected a cecum (blind gut) infection and proposed emergency surgery, which was later postponed. Laboratory testing revealed elevated infection markers in the blood, attributed to acid buildup caused by hyperglycemia. No diabetic ketoacidosis was diagnosed or reported. At the time of the report, the patient¿s condition had improved slightly, with reduced pain. The patient was not permitted to eat and was receiving mineral infusions (route not confirmed). It was confirmed that the symptoms were related to hyperglycemia. Despite the reported cgm inaccuracies, no specific cgm or blood glucose meter readings were provided. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.